Manufacturer narrative:
Occupation is a patient/consumer. The test strips were requested for investigation. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. Product labeling states, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem.

Event description:
There was a complaint of questionable inr results for one patient tested with coaguchek xs meter serial number (B)(4) compared to a laboratory test with an unknown reagent. The result from the meter at 6:15 am was 4.4 inr. The result was verified by the returned meter memory. The result from the laboratory at 8:30 am was 3.2 inr. The patient¿s therapeutic range is 2.0 - 3.0 inr and tests weekly.